Manufacturer narrative:
The device was returned and the evaluation found the reported foreign material in the device's air/water tube and air/water cylinder. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, white foreign materials were found in the gastrointestinal videoscope's air/water cylinder, and air/water tube. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ the investigation was unable to identify the foreign material. There was no physical damaged at the point where the foreign material remained, and although requests were made to the user facility, no details concerning the reprocessing practices could be obtained. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.